Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27oct2020.

Event description:
The customer reported touchscreen issue. There was no patient involvement.

Manufacturer narrative:
G4:17mar2021. B4:20mar2021. Technical support (ts) confirmed the reported problem with the customer. Multiple attempts have been made to contact the customer regarding the unit's repair and operational status, have been unsuccessful. A review of the service history found no information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:08apr2021. B4:12apr2021. The device was evaluated by the customer and product service engineer (pse) who confirmed the reported. Unit was powered up and touchscreen calibration was attempted. The touchscreen was a retrofit on failure on field change order. The customer claimed it was an out of the box failure. The pse repaired the touchscreen. The unit was returned to service. No other anomaly was reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.